Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure after the t-1 anchor was deployed the t-2 anchor fell out. The t-1 anchor was removed from the patient and a backup device was available to complete the procedure with a reported 10 minute delay. No patient impact was reported.

Manufacturer narrative:
Visual assessment showed the depth limiter has been removed. Trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the insertion needle but were returned for examination. Examination of the construct showed t1 is missing; t1 appears to have been cut from the suture. The suture has been cinched. T2 was reloaded onto the needle and a shake test was performed, t2 did not dislodge. T2 was then tested for deployment using a rubber meniscus model, t2 deployed as intended. Due to these observations no root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.